Manufacturer narrative:
Journal article: veltri, andrea et al. ¿t1a as the sole selection criterion for rfa of renal masses: randomized controlled trials versus surgery should not be postponed¿ cardiovasc intervent radiol (2014) 37: p. 1292¿1298; doi 10.1007/s00270-013-0812-y, device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported that post radiofrequency ablation (rfa) patients experienced a renal bleeding treated with embolization; a urinary leak from renal pelvis caused by a thermal injury, followed by a peritoneal urinoma, treated with percutaneous drainage, nephrostomy, and ureteral stenting; a psoas abscess adjacent to the site of the rfa, successfully drained percutaneously; and a seeding in the abdominal wall.